Event description:
It was reported that the ilet device¿s sleep/wake button was unresponsive, and the user had to place the device on a charging pad to turn the screen on, while other functions operated normally. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no alerts or alarms, no hypoglycemia, no hyperglycemia, and no hospitalization. Investigation included user troubleshooting and education, confirmation of ongoing device function, and data synchronization guidance. Investigation of this case revealed a nonfunctional sleep/wake button consistent with a hardware user interface failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the sleep/wake button.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.